Event description:
Date given is when I learned of the recall from another patient, not from the manufacturer who has never notified me. Most apparent problem is that my life long asthma has gotten much worse over the last 2 to 3 years while using the CPAP machine. Also, it has been suggested that the voc fumes from the deteriorating pe pur foam may have played a role in my prostate cancer and in my non-hodgkins lymphoma. Have stopped using CPAP device. FDA safety report ID # (B)(4).